Manufacturer narrative:
Additional information: b3, g3, h6 (imf code) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a procedure, the device was used without the navigation feature under laparoscopy. The tumor was located close to the capsule of the liver and protruding outwardly from the liver. The doctor performed a 75w burn for 4:30 using lap imaging, when at about 2 minutes into the burn, there was a pop at the tumor site, apparently well hydrated, blew open. Stopped the device burn sequence. The doctor had to clean off the lap probe camera lens, and noticed the lesion was open at that point, and slightly bleeding. The doctor re-engaged the antenna for two additional 75w x 2-minute burn, and the bleeding was then controlled. Irrigated and suctioned some of the debris from the tumor rupture which was projected into the abdominal cavity. Once the procedure was finished, the physician stated it was not uncommon for the issue to happen, but whenever the tumor was close to the capsule of the liver it was good to perform a precoagulation to dehydrate the lesion, using the lowest wattage for 1 minute, before then performing the planned ablation sequence, as intended. Staffs confirmed that a 45 x 1 min initial burn was a good suggestion to use when the tumor was exophytic. The tumor was successfully ablated and the situation due to the nature of the tumor position.

Event description:
According to the reporter, during a procedure, the device was used without the navigation feature under laparoscopy. The tumor was located close to the capsule of the liver and protruding outwardly from the liver. The doctor performed a 75 watts burn for four minutes and 30 seconds using lap imaging, when at about two minutes into the burn, there was a pop at the tumor site. The tissue capsule tore; apparently well hydrated, blew open. Customer stopped the device burn sequence. The doctor had to clean off the lap probe camera lens, and noticed the lesion was open at that point, and was bleeding with minimal blood loss. The doctor re-engaged the antenna for two additional 75 watts x 2 minutes burn, and the bleeding was then controlled using a non-medtronic device. Irrigated and suctioned some of the debris from the tumor rupture which was projected into the abdominal cavity. Once finished the procedure the physician stated it was not uncommon for the issue to happen, but whenever the tumor was close to the capsule of the liver it was good to perform a pre-coagulation to dehydrate the lesion, using the lowest wattage for one minute, before then performing the planned abla tion sequence, as intended. Staff confirmed that a 45 watts x one minute initial burn was a good suggestion to use when the tumor was exophytic. The tumor was successfully ablated and the situation due to the nature of the tumor position. The patient has not had any additional complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.